Manufacturer narrative:
This report is submitted on 04 dec 2020.

Event description:
It was reported that the rechargeable battery has signs of burnt. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.